Manufacturer narrative:
(B)(4). G2: (B)(6). Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified wear indentation and gouges from previous uses. Damage is noted to the strike plate and body. Device was returned without the t-handle. Taper shaft is detached from the trigger. The laser beam welded set screw is not returned and laser beam weld on the trigger is confirmed to have fractured. No other damage was noted. Device has an approximate field age of 2 years. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a handle was spilled and returned to the warehouse. There was no patient involvement. Evaluation of the device later found fracturing and other physical damage. Attempts have been made and no further information has been provided.